Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed upstream occlusion which was reproduced during evaluation. A review of the event history log identified upstream occlusion alarms. The cause was determined to be out of specification ultrasonic readings. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Visual inspection did not identify any abnormalities that could have contributed to the reported air in line. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was not reproduced during evaluation. A review of the event history log identified air in line alarms. The cause was determined to be out of specification ultrasonic readings. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed upstream occlusion and air in line. There was no patient involvement. No additional information is available.